Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es are on critical override. The customer reported that they were unable to get the meds due to critical override and further confirmed that delay occurred during the dispensing. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es are on critical override. The customer reported that they were unable to get the meds due to critical override and further confirmed that delay occurred during the dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The supplemental MDR has been filed to recall the MFR no. 2016493-2025-76379 as the sn (B)(6) was captured as a concomitant device in its respective server case referring to the MFR no. 2016493-2025-76373.